Event description:
The following information was received from baxter global pharmacovigilance (gpv) and is a report by a consumer of the USA with supplemental information from a nurse of peritonitis with culture positive for candida and escherichia (e.) Coli and death in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. In (B)(6) 2011, the patient began treatment with dianeal pd4 ambuflex, nightly (dose unknown), intraperitoneally (ip) for automated peritoneal dialysis (apd) and continuous peritoneal dialysis (capd); and dianeal pd4 ultrabag, daily (dose and lot number unknown) ip, for apd and capd. In late (B)(6) 2012, dianeal pd4 ambuflex and dianeal pd4 ultrabag were discontinued. On (B)(6) 2012, the patient was hospitalized for peritonitis (onset date not reported). On (B)(6) 2012, intravenous (IV) antibiotics were initiated as remedial treatment. In (B)(6) 2012, while hospitalized, on an unspecified date, the peritoneal dialysis (pd) catheter was removed, a femoral catheter was placed and hemodialysis was initiated. While hospitalized, the patient died. On 08mar2012, product surveillance contacted the peritoneal dialysis nurse (pdn) and received the following additional information. The pdn confirmed that the patient died of sepsis from a yeast infection which spread to her blood stream. The pdn stated that the patient had a yeast infection on her tongue (thrush) prior to developing the peritonitis and prior to the hospitalization for the peritonitis. The pdn believed that the cause of the peritonitis was due to the patient not washing her hands prior to performing therapy resulting in the patient contaminating her transfer set. The pdn stated that once the patient developed the peritonitis, she deteriorated rapidly from there and was put on hospice care. The pdn reported that on an unreported date, she talked with the patient's niece and during the conversation learned there were a number of unclean practices (unspecified) going on during the patient's pd therapy. There was no allegation against a baxter device or solution.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 1 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). This complaint for peritonitis/ use error-breach in aseptic technique is confirmed because the nurse reported that there was a break in aseptic technique, which is a use error that can cause peritonitis or potential contamination. No assignable cause for the breach in aseptic technique was determined. A review of all batch record documents was performed on potentially associated lot h12a02018 with no issues noted during the manufacturing process. There were no deviations from standard procedure. A label review was performed. The instructions listed in the patient at home guide for the homechoice device state to follow aseptic technique taught by your dialysis center when handling lines and solution bags to reduce the possibility of infection. Additionally, the guide instructs the user to use aseptic technique to reduce the chance of infection, this includes whenever the patient is connecting themselves to the cycler, disconnecting, or any time they handle fluid lines and solution bags. The guide states that contamination of any part of the fluid path can result in peritonitis. The guide instructs patients to put on a face mask and wash and dry (or disinfect) their hands thoroughly. Patients are instructed to cap off the patient line and transfer set using a new minicap and flexicap when disconnecting during therapy. Additionally, a direction sheet is provided with the product which has multiple instructions and warnings for aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.